Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked case at the display window corner and stained end cap sticker. (B)(4).

Event description:
It was reported that there are cracks seen on the battery tube. The blood glucose level was not included in the report. Nothing further was reported.